Event description:
An advance sling was implanted; the date of implant was not provided. It was reported that the patient had recurring incontinence and that the sling was "divided previously."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.